Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were non-healing incision and pain. The patient underwent an explant procedure. Infection was non-device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #:sc-3138-35, serial #:(B)(4), description:scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.